Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal for the dissector balloon was partially disengaged. The trocar balloon, lock collar and insufflation bulb appeared intact. The inflation syringe and obturator were not received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially disengaged circular seal may occur when there is sharp contact with a surgical instrument during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the valve of the device disengaged. Another device was used to complete the case. There was no patient involved.